Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/3/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hysterectomy procedure in (B)(6) 2014 and mesh was implanted. The patient experienced a groin pain upon waking up from the surgery. Within four weeks of the procedure, the patient experienced a sharp piercing pain in vagina. The surgeon opined that it was, probably, just a healing process. Within two weeks later, the patient could hardly walk and felt something sharp poking out in her vagina. After examination, the patient was treated with antibiotic cream to heal the wall of vagina and toughen the skin as stated by the patient. After three weeks, the patient was continuing experienced severe pain. After examination, the surgeon opined that mesh has to be removed. And it was reported additional surgical procedure on (B)(6) 2016. Additional information has been requested.